Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. -unable to add UDI, due to not being able to confirm lead sn# provided.

Event description:
It was reported that a patient had their device removed on (B)(6) 2025. The patient with this neurostimulator lost significant weight resulting in device migration and extrusion. While the cause of weight loss was not determined, there was no allegation that it was device related. A new device was not implanted. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: unable to add UDI, due to not being able to confirm lead sn# provided. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "extrusion" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient had their device removed on (B)(6) 2025. The patient with this neurostimulator lost significant weight resulting in device migration and extrusion. While the cause of weight loss was not determined, there was no allegation that it was device related. A new device was not implanted. No further patient complications were reported.